Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An attempt has been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. Citation: surgery.2021; vol 170 (xx): 1807-1814. Https://doi.org/10.1016/j.surg.2021.06.045.

Event description:
Title : para-aortic lymph nodes and ductal adenocarcinoma of the pancreas: distant neighbors? The aim of this study was to evaluate complication profiles and survival. Between 2004 and 2018, a total of 289 ( 139 female and 150 male) patients treated in tertiary referral center. The median age of patients was 69 years ( range: 41 - 95 years ).of these, 192 patients received paln lad during pd, 97 patients received pd without paln lad. Small para - aortic and interaortic vessels that have been missed during dissection are sealed selectively with 5-0 or 6-0 prolene sutures ( ethicon, somerville, nj.) The reported complications included are bleeding (n=10), pancreatic fistula (n=29), gastrointestinal bleeding (n=1) and chyle fistula (n=4). In conclusion, this study represents the largest cohort receiving routine para-aortic lymph node lymphadenectomy. Extended lymphadenectomy can be performed safely and, although disease-free survival of para-aortic lymph node+ patients was significantly shorter, overall survival and postrelapse survival were on par with that of para-aortic lymph node- patients.